Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f delivery system. The sizing was selected based on transesophageal echocardiogram (tee) measurements. The laa anatomy was a shallow broccoli. During procedure, the left atrial pressure was 12mmhg. The patient's activated clotting time (act) levels were 300 sec and heparin was administered. It was a single deployment single device laao. The amulet was successfully implanted. That night the patient got short of breath and received at chest echocardiogram (echo), which showed a pericardial effusion. The patient underwent pericardiocentesis. The physician mentioned the cause of effusion was amulet. The patient recovered and subsequently discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected intervention is a case-specific circumstance as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f delivery system. The sizing was selected based on transesophageal echocardiogram (tee) measurements. The laa anatomy was a shallow broccoli. During procedure, the left atrial pressure was 12mmhg. The patient's activated clotting time (act) levels were 300 sec and heparin was administered. It was a single deployment single device laao. The amulet was successfully implanted. That night the patient got short of breath and received at chest echocardiogram (echo), which showed a pericardial effusion. The patient underwent pericardiocentesis. The physician mentioned the cause of effusion was amulet. The patient recovered and subsequently discharged.